Event description:
It was reported that during an unk procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).date sent: 7/7/2026b3: exact event date unk, entered 1/1/2026 as only the year was provided.d4: batch # a98x5g.investigation summary:the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was subjected to functional testing. During evaluation, the device was cycled and successfully fed and formed six (6) conforming clips. However, during subsequent cycles, the clips failed to advance into the jaws. To further assess the condition of the internal components, the device was disassembled. Upon disassembly, the feeder shoe tab was found to be damaged, which was determined to be the cause of the feeding issue.as part of ees quality process all devices are manufactured, inspected, and released to approved specifications.no conclusion could be reached regarding what may have caused the reported incident.device history review:a manufacturing record evaluation was performed for the finished device batch a98x5g number, and no non-conformances were identified.additional information was requested and the following was obtained:how did device not work?=>jamming occurred.did device jammed (not fire clips)?=>yes.did device not feed clips?=>no.did device drop or eject clips?=>no.did device sideways feed clips? =>no.did device fire malformed clips? =>no.did device fire scissored clips? =>no.if other please specify.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.